Event description:
The user called on (B)(6) 2025 to report that they had someone drive them to the emergency room (ER) on (B)(6) 2025 due to elevated blood glucose (bg) levels of 500 mg/dl that lasted approximately 14 hours. While at the ER the user was treated with intravenous fluids. There were no ketones present when checked at the hospital and the user was not admitted and was released the same day. The user noted that the cannula on the infusion set was bent/not inserted properly, inhibiting insulin delivery and this is what caused the hyperglycemic episode. There were no long-term health effects, and the user returned to ilet insulin pump therapy. The user is a retired nurse practitioner.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.